Event description:
Customer alleged 2 sets of discrepant blood glucose values on the compact system: 342 mg/dl & 119 mg/dl within 3 minutes, 324 mg/dl & 148 mg/dl within 3 minutes. The customer reported no symptoms with the results. Customer did not treat/act on results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.